Event description:
See initial report.

Manufacturer narrative:
Through follow-up communication with the customer livanova deutschland learned that the water which was found inside the device could be due to the user overflowing the tanks and that visible drops at the tanks connection were due to corroded soldering joints. Investigation is still ongoing. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. He found some water inside the device but it is uncertain if this is related to the reported event. Investigation is ongoing. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that switching on a heater-cooler system 3t the fuse was repeatedly triggered during service. There was no report of patient injury.